Event description:
--

Event description:
Boston scientific received information that this device displayed one year of battery remaining with a magnet rate of 90bpm. Approximately four months later, the device declared end of life (eol). The device was later explanted. No adverse pt effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.